Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received replace battery now alarm. The blood glucose level was 125 mg/dl. The customer did not receive a low battery alert prior to the replace battery now alarm. Customer stated that the insulin pump had a keypad anomaly. Customer stated the scroll bar was not moving with no input. Customer stated that the insulin pump was neither dropped nor exposed to moisture. The product will not return for the analysis.

Manufacturer narrative:
The insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no unexpected power loss alarms noted during testing.